Manufacturer narrative:
A field service engineer (fse) went on-site and found the rf (radio frequency) cv% too high causing the reported latron issues, and replaced the rf preamp to resolve the elevated latron issue; the customer had already resolved the leak. (B)(4).

Event description:
The customer reported high latron control recovery on their coulter lh 500 hematology analyzer. While troubleshooting the issue, a blue green fluid leak was observed from a hole in tubing at pinch valve pv37. The leak was not contained and the customer's lab coat and gloves were sprayed with the fluid of approximately 10ml in volume. The customer replaced the tubing to resolve the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.